Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus was not working and it was therefore replaced and calibrated. Analysis also noted that the system fan was noisy, the display dropped and the electrocardiogram connector on the link electronic module (lem) board was loose. The fan, lower display hinges and lem board were all replaced and additionally the lem board calibrated, to resolve. (B)(4).

Event description:
It was reported that the programmer's display screen did not respond to the stylus touch pen during its last use. The programmer was restarted and its stylus was disconnected however the situation did not improve. The programmer was returned for service. No patient complications have been reported as a result of this event.